Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarm and has high blood glucose level of 500 mg/dl and he had to go to the hospital. Customer stated that he put them on 4 times and he cannot use them. Customer advised without troubleshoot to see what caused the no delivery alarm. Customer did not want to troubleshoot or do anything her wanted to just return them because they did not work. The insulin pump will not be returned for analysis.